Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced more urgency and retention issues in the past four to five days prior to the report. It was also indicated that the patient was checking the implantable neurostimulator yesterday and there was a power on reset (por). The change in therapy/symptoms was noted as sudden. The patient stated that they had a call into the healthcare provider, and were scheduled to see them next week. It was noted that the patient was on antibiotics and prednisone. The indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.